Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A main coil, the delivery wire and the introducer sheath were returned for this complaint. The coil and delivery wire arms were not interlocked, both were inside the introducer sheath. The main coil was found kinked and stretched, the interlocking arm was detached and it was not returned. The delivery wire was in good condition. No more damages were found in the returned device. Functional inspection was performed and the delivery wire was advanced through the introducer sheath, and it was possible to continue advancing until the main coil was released. Microscopic inspection of the delivery wire was performed and revealed that the proximal end has a smooth surface. The interlocking arm was in good condition. Microscopic inspection of the main coil was performed and revealed that the zap tip has a smooth surface. The interlocking arm was detached and it was not returned. Dimensional inspection of the no. Of distal fiber bundles, zap tip outer diameter (od), primary coil od, weld od, wire arm od, and wire zap tip were performed and were within specifications. However, dimensional inspection of the number of the no. Of proximal fiber bundles revealed missing coil fiber bundles and does not meet specification. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 18aug2020. It was reported that the coil shape was poor, was difficult to remove, could not be pushed out when advanced again, and the detachable interlocking arm was kinked. The target lesion was located in the left anterior descending artery. A 15mmx40cm interlock-35 coil was selected for use. During the procedure, it was noted that the coil shape was poor. Then, the physician withdrew the coil and repositioned it. However, the physician found resistance when withdrawing the coil, until finally, the coil was withdrawn in the transparent sheath. Then, the physician flushed the device with heparin twice and advanced it again. However, it was noted could not be pushed out when it was time to advance and the detachable interlocking arm was kinked. The coil could not be pushed out after several attempts. The physician was worried that the hard push could not reach the right internal iliac region, so he replaced it with another coil of the same size to complete the procedure. No patient complications were reported and the patient was stable post procedure. However, device analysis revealed a detached interlocking arm and missing coil fiber bundles.